Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. See 2017865-2024-56708 for event regarding rv lead.

Event description:
Additional information received indicated a right ventricular (rv) lead revision procedure was performed to address the reported event of oversensing. No device malfunction was alleged.

Event description:
During remote monitoring, episodes of oversensing were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.